Event description:
It was reported that the doctor was explanting a (B)(6) paddle lead. Upon removing the lead some of the metal pieces from the paddle didn¿t come out and remained in the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).